Event description:
Additional information received from the consumer indicated the pump was explanted on (B)(6) 2015 because it started coming out of the patient's skin. No further information was reported.

Event description:
It was reported that the patient¿s skin was thinned and one could see the metal of the pump through the skin. As a result, the pump was scheduled to be explanted on (B)(6) 2015. The patient was thin and had a 40cc pump and a 20cc pump was to be placed in the near future. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. No diagnostic testing or troubleshooting was required. The issue was not resolved and the cause was not determined. This device system delivered lioresal. The patient¿s outcome remains unknown as the explant of the pump had not yet occurred. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).